Event description:
It was reported that the implantable cardiac monitor exhibited an error message and could not be interrogated. After downloading software, the device could be interrogated but the error message continued to be displayed. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the device battery exhibited an anomaly which likely contributed to the reported anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.